Event description:
The device was returned because the lcd was unresponsive to touch. During testing, the pump did not respond to touch input. An internal investigation was performed and it was found the latch on the main pcba that holds the touch input cable in was left open. Closing the latch resolved the issue and functionality was restored. No additional damage was identified.

Event description:
The following has been reported: biomed reported: patient report: service needed. Issue: touch screen not responsive. 04/01/25 15:17 - biomed confirmed no patient harm or stopped infusion. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.